Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation/ malpositioned left sided occlusion device is not within the tube') in an adult female patient who had essure (batch no. He012zt, cs000z1) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: malpositioned left sided occlusion device is not within the fallopian tube. The left fallopian tube remains patient with filling and free spill. The right fallopian tube is successfully occluded. Lot number: cs000z1, manufacture date: 2015-10, expiration date: 2018-06; lot number: he012zt, manufacture date: 2017-01-25. Expiration date: 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation/ malpositioned left sided occlusion device is not within the tube/ perforation of l fallopian tube by essure coil') in an adult female patient who had essure (batch no. He012zt, cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (total bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: malpositioned left sided occlusion device is not within the fallopian tube. The left fallopian tube remains patient with filling and free spill. The right fallopian tube is successfully occluded. Lot number: cs000z1, manufacture date: 2015-10, expiration date: 2018-06. Lot number: he012zt, manufacture date: 2017-01-25, expiration date: 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: event pelvic pain and bleeding added. Reporter and essure insertion date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation/ malpositioned left sided occlusion device is not within the tube') in an adult female patient who had essure (batch no. He012zt, cs000z1) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2018: malpositioned left sided occlusion device is not within the fallopian tube. The left fallopian tube remains patient with filling and free spill. The right fallopian tube is successfully occluded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.